Event description:
Report 1 of 2 it was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, ten (10) false positive flu a results were obtained. Upon retesting the patients using abbott ID now, negative results were obtained. There was no report of patient impact. Eua# (B)(4).

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. The information for the 510k is as follows: g.4. PMA/510(k)#: eua# (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, there was a false positive result for flu a. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, there was a false positive result for flu a. There was no report of patient impact.

Event description:
Report 1 of 2: it was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, ten (10) false positive flu a results were obtained. Upon retesting the patients using abbott ID now, negative results were obtained. There was no report of patient impact. Eua# (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-oct-2024. Investigation summary this statement summarizes the investigation results regarding a complaint that alleges false positives when using bd veritor¿ sars-cov-2 and flu a+b ass (material#: 256088), batch number 4158287. The customer reported that they are receiving false positive results for flu a. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received, however there were return samples received back from the customer. Functional test was performed on the returned samples and the test results were passing. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.